Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: at the closure it was noticed that the branches of the instrument were open too wide. At the firing the instrument was hard to activate and only with massive force the staple line could be finished. Solution: the intestine was not stapled completely/open lumen seeable, stripped staples and a completely bent pressure plate. A pre-resection was necessary. Presumably the tissue of the sigma was too thick and too dense. A (B)(4) was then used. The staples of this magazine closed the tissue properly. Person jeopardized, extension of op by more than 30 min, staples fell into cavity, no reinforcement material was used. There was no bleeding reported in excess of 500 cc. No adverse event reported due to the delay in surgery time.